Event description:
It was reported that the head of the biosure ha screw broke while tightening during a tibial fixation with an autologus tendon. All material from the screw was removed with a grasper, and no additional bone holes were created. The procedure was completed with a backup screw. A delay of less than 30 minutes was reported. No injury or complications were reported.

Manufacturer narrative:
One biosure ha 9mm x 25mm screw received after use in a cruciate ligament reconstruction procedure. Dimensional inspection verifies that this was a 9x25mm product. The head is in lightly used condition. Signs of being ¿broken¿ were not obvious. There are no cracks or lost material. Some distal threads have been compressed. The screw has met with resistance. There is a light lengthwise gouge through several threads perhaps from the guide wire. It is unknown what size tunnel may have been created. After the evaluation the root cause for the reported issue cannot be confirmed with confidence. A review of the device history record was performed which confirmed no inconsistencies.